Event description:
It was reported the case was damaged. The external pulse generator was returned to the manufacturer for calibration and repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer is contaminated and broken. Battery release and ring cover are contaminated. Battery contacts are compressed. One printed circuit board flex is creased. Upper and lower case halves are broken. The ring is bent. Serial number label is torn.